Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that while attempting to load a 13.2mm vicm5_13.2; -12.50 diopter implantable collamer lens, the lens had tore. There was no patient contact. A back up lens was used and implanted.